Event description:
It was reported that the patient was given plavix 600 mg and a bolus of angiomax prior to an interventional procedure. An angiomax drip was started prior to the procedure. Reportedly, this procedure was to treat an unknown stent restenosis. A non-calcified, non-tortuous, mid left anterior descending artery lesion was not pre-dilated and a xience v (3.0 x 18 mm) delivery system was advanced. The xience v balloon was inflated to 9 atmospheres (atm) for 10 seconds to successfully deploy the stent. The stent was post dilated with the xience v balloon at 13.5 atm for 18 seconds. The patient was taken to the recovery room and 30 minutes later he developed chest pains. The patient was taken back to surgery and an angiogram found a thrombus in the proximal area of the xience v stent that was placed. A bolus of integrilin was given. A trek (2.5 x 15 mm) balloon was used for compressions. The trek (2.5 x 15 mm) balloon was dilated on the first inflation to 11 atm for 9 seconds and dilated on the second inflation to 12 atm for 18 seconds. A non-abbott catheter was used with two passes to try to suction the thrombus. Another trek (3.0 x 15 mm) balloon was used for compressions successfully. The trek (3.0 x 15 mm) balloon was dilated on the first inflation to 13 atm for 22 seconds and on the second inflation to 14 atm for 30 seconds. The patient was then in stable condition and it is not documented when the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4): no-pre-dilatation, implanted to treat in-stent restenosis-not a de novo lesion. There was no reported product deficiency and the product was not returned. The reported patient effects of angina and thrombosis, as listed in the adverse events section of the electronic xience v instructions for use are known adverse events associated with coronary stenting procedures. It should be noted that the xience v instructions for use states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It further mentions: the xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.25mm to 4.25mm. The safety and effectiveness of the xience v stent have not been established for subject populations with lesions located in saphenous vein grafts. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.